Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to an atrial driven arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed and provided assistance. This device remains in service. No additional adverse patient effects were reported.